Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose event. Blood glucose level at the time of the incident was 40 mg/dl treated with food. Customer stated that the insulin pump was still delivered insulin when she was going low. Auto mode feature was active at the time of low blood glucose event. Customer declined to troubleshoot. Customer's current blood glucose reading was 434 mg/dl. The device will not be returned for analysis.